Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, the gripper line broke during gripper arm actuation. The clip was not implanted and cds was removed from the patient anatomy. Two clips were implanted , reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned. All available information was investigated, and the reported gripper line break could not be determined. Two sutured knots were observed to be detached and two were found missing/not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incident reported from this lot. Based on the information reviewed, the cause for gripper line break could not be determined. The observed detached/missing suture knots potentially appear to be related to a product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.